Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, warnings in package insert, periarticular calcification or ossification with or without impediment of joint mobility. Following review, no new risks were identified. Literature: sueyoshi, t, meding, jb, berend, me and ritter, ma (2015) short-term outcomes and taper reaction of the second generation uncemented stem in total hip arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on review of a journal article titled, "short-term outcomes and taper reaction of the second generation uncemented stem in total hip arthroplasty". It was identified in the article that post total hip arthroplasty (tha), (40) echo rpp stems demonstrated spot welding at follow-up of more than three-years. There has been no further information provided.